Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 600 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that hcp thought the pump was malfunctioning and the patient showed signs of baclofen toxicity. It was noted that the pump was refilled on (B)(6) 2019. It was noted that a magnet was placed over the pump to stop drug delivery; several motor stalls were noted to have occurred since the magnet had been placed and it had been removed at this time.